Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the electrode belt failed incoming testing, specifically the ECG fall off test. The cause for the failure was isolated to pin 54 on the processor u713 on the distribution node pca was out of tolerance. The root cause for the out of tolerance pin could not be positively identified. No adverse event resulted from the defective electrode belt.